Manufacturer narrative:
The olympus ess completed an in-service new technician training. On a gf-uc140p-al5, gf-uct140-als, gf-uct180 scope staff. All reprocessing personnel were trained, and all models reviewed during the in-service were listed on the on-track form. The ontrack form documents infection control information referenced in the user manual, reprocessing manual and all cleaning, disinfection, and sterilization information that was reviewed during in-service new technician training. Manager was provided with a copy of the ontrack forms. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during an olympus endoscopy support specialist (ess) visit to a user facility for in-service appointment with the customer for new technician training, insufficient or incorrect reprocessing of the scope (evis exera ii ultrasound gastrovideoscope) was noticed. The olympus ess reported that the customer did not have a suction unit in the decontamination room to perform the suction steps in re-processing. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the device may not be cleaned adequately because the user does not process the suction unit required to clean the device. The specific root cause of the user not properly reprocessing could not be determined at this time. Olympus will continue to monitor field performance for this device.